Event description:
The customer reported that after filling the bone marrow set, the tube connection to bag a loosened from the rest of the set. The bone marrow began to leak out of the bag, and the nurse closed the hole with her fingers to save the product because there was not a possibility to get more bone marrow for this patient. Approximately 90ml of bone marrow was lost. The customer used the remaining product for transplant and gave the patient prophylactic antibiotics. This report is being filed due to medical intervention in the form of antibiotics.

Manufacturer narrative:
(B)(4). Investigation: the bone marrow bag was returned for investigation. The bag was visually inspected and the tubing that connects to the port on bag. There appeared to be insufficient solvent where the tubing bonds into the bag. Root cause: manufacturing error when applying solvent at this connection. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. A review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. Based on the evaluation of the returned set, the cause of the leak was insufficient solvent on the bag bond.